Event description:
Having trouble walking, and was unable to put any pressure on her leg [walking difficulty]. Pain is worse after the injection than before [injection site joint pain]. Has some swelling [injection site joint swelling]. Case narrative: initial information received on 05-dec-2024 regarding an unsolicited valid serious case received from the patient. This case involves a 68 years old female patient who reported having trouble walking, and was unable to put any pressure on her leg, pain was worse after the injection than before and had some swelling after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48 mg/6ml) injection in the left knee at a dose of 6 ml intra-articular route (with unknown frequency) for rheumatoid arthritis. On the same day the patient reported that the pain was worse after the injection than before (injection site joint pain), had some swelling (injection site joint swelling) and was having trouble walking, due to which patient was using a cane (gait disturbance; seriousness criteria: disability) as she was unable to put any pressure on her leg. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: patient was using a cane for gait disturbance and not for rest both the events. Outcome: not recovered for all the events.

Manufacturer narrative:
Sanofi company comment dated 12-dec-2024: this case involves a 68 years old female patient who reported having trouble walking, and was unable to put any pressure on her leg after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on patient¿s past medical history, family history, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Manufacturer narrative:
Sanofi company comment follow up dated 13-dec-2024: the follow up information does not change the previous case assessment. This case involves a 68-year-old female patient who reported having trouble walking and was unable to put any pressure on her leg after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on patient¿s past medical history, family history, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Was unable to put any pressure on her leg [weight bearing difficulty], having trouble walking [walking difficulty], pain is worse after the injection than before [injection site joint pain] ([condition worsened]), has some swelling [injection site joint swelling]. Case narrative: initial information received on 05-dec-2024 regarding an unsolicited valid serious case received from the patient. The case is cross linked to the case (B)(4) (duplicate; same patient). This case involves a 68-year-old female patient who reported having trouble walking, was unable to put any pressure on her leg, pain was worse after the injection than before and had some swelling after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthritis. It was reported that patient had pain before but was on and off it was not always all the time. Concomitant medications included paracetamol (tylenol) for arthritis. On (B)(6) 2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48 mg/6ml) injection in the left knee at a dose of 6 ml intra-articular route (with unknown frequency) for rheumatoid arthritis. On the same day the patient was in pain and reported that the pain was worse after the injection than before (injection site joint pain and condition aggravated), had some swelling (injection site joint swelling) and was having trouble walking, due to which patient was using a cane as she was unable to put any pressure on her leg (gait disturbance and weight bearing difficulty; seriousness criteria: disability). It was reported that patient could not apply any pressure on her knee and was only taking tylenol for arthritis and was asking if it was normal. It was also reported that the patient was still experiencing symptoms despite treatment. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: patient was using a cane for gait disturbance and weight bearing difficulty; not for rest both the events. Outcome: not recovered for all the events. Upon internal review on 13-dec-2024 (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in case (B)(4). Patients medical history was added. Concomitant medication was added. Event of weight bearing difficulty was added. Clinical course was updated and text amended accordingly.

Event description:
Was unable to put any pressure on her leg [weight bearing difficulty]. Having trouble walking [walking difficulty]. Pain is worse after the injection than before [injection site joint pain] ([condition worsened]). Has some swelling [injection site joint swelling]. Case narrative: initial information received on 05-dec-2024 regarding an unsolicited valid serious case received from the patient. The case is cross linked to the case (B)(4) (duplicate; same patient). This case involves a 68 years old female patient who reported having trouble walking, was unable to put any pressure on her leg, pain was worse after the injection than before and had some swelling after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthritis. It was reported that patient had pain before but was on and off it was not always all the time. Concomitant medications included paracetamol (tylenol) for arthritis. On (B)(6) 2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48 mg/6ml) injection in the left knee at a dose of 6 ml once via intra-articular route for rheumatoid arthritis. On the same day the patient was in pain and reported that the pain was worse after the injection than before (injection site joint pain and condition aggravated), had some swelling (injection site joint swelling) and was having trouble walking, due to which patient was using a cane as she was unable to put any pressure on her leg (gait disturbance and weight bearing difficulty; seriousness criteria: disability). It was reported that patient could not apply any pressure on her knee and was only taking tylenol for arthritis and was asking if it was normal. It was also reported that the patient was still experiencing symptoms despite treatment. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: patient was using a cane for gait disturbance and weight bearing difficulty; not for rest both the events. Outcome: not recovered for all the events. A product technical complaint (ptc) was initiated on 05-dec-2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on 12-dec-2024 with summarized conclusion as no assessment possible. Upon internal review on 13-dec-2024 (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in case (B)(4). Patients medical history was added. Concomitant medication was added. Event of weight bearing difficulty was added. Clinical course was updated and text amended accordingly. Additional information was received on 12-dec-2024 from quality department: ptc details and results were added. Text was amended.